Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. Analysis of the pcu event log shows that at 7:43 am on (B)(6) 2017 the syringe module was selected and the user selected a 10ml bd syringe with 9.2587ml detected. The user programmed a rate of 36.83ml/hr with a vtbi of 6.9065ml. At 7:55 am, the device alarmed for near end of infusion (vtbi = 2.3). At 7:59 am, the syringe was empty and the infusion stopped. The user then channeled the device off. The infusion had delivered the entire contents of the syringe as programmed. The root cause of the customer¿s report of an overinfusion was user misperception. The user appears to have misunderstood the event log and thought the vtbi was only 2.4ml, however that was only the volume to be delivered at near end of infusion. The true vtbi was actually the volume detected in the syringe, which was 9.2587ml. No device was returned for investigation. No devices received, log review only.

Event description:
The customer reported that a syringe module was programmed to infuse dextrose with a vtbi of 2.4 ml however infused 9ml. There was no report of patient harm. The customer is requesting assistance to interpret the event logs for specific key presses when programming.